Event description:
No additional information is available.

Manufacturer narrative:
1. The customer returned 2 photos and 1 defective sample: 1) the photos show that there is a burr on the surface of the catheter, connected to the catheter. 2) defective sample shows: the sample has been used, the shield has been removed, and microscopic examination of the catheter surface did not reveal the burr shown in the returned photos. 2. DHR/bhr review (lot#4351723): 1) this batch of products were assembled at intima ii auto line 3 in jan 2025 and packaged at r240 package line in jan 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional tests: 1) penetration force test is performed, in which the needle tip force, catheter tip force and catheter drag force are all within the product specifications. 2) under the microscope, the surface of the sampled catheter was inspected, and no burrs or other abnormalities were found. 4. Analysis of possible causes: 1) since there is no burr at the catheter of the returned sample as shown in the returned photo, it is judged that the burr is a movable substance. 2) according to the burr state and production process analysis, the burr may be caused by silicone oil buildup. The silicone oil generated from the lubrication of the catheter mold tip will have a blowing device to remove excess silicone oil. If the blowing device is unreasonable, then the excess silicone oil cannot be removed. 5. Improvement measures: to modify the front of the blowing device for the mold tip. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): there are no abnormalities in the product manufacturing process, and no similar complaints have been received from other hospitals for this batch of products. The returned photos show a burr on the surface of the catheter. The root cause cannot be determined because the defect cannot be detected in the returned defective sample and the retained sample. This complaint is an individual case, and the plant will continue to track and monitor such defects.

Event description:
Correction made to annex a code.

Manufacturer narrative:
Correction: annex a code updated based on customer verbiage. See grid.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During the insertion of an IV catheter into the patient, a barb was discovered on the tubing. After removal, a new catheter was inserted as a precautionary measure.